Event description:
The customer reported to olympus that the gastrointestinal videoscope suction button did not come off. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign object in the forceps channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
In addition to the finding in b5, the evaluation found the customer's allegation was not confirmed. Also, the evaluation found the following: due to the clogging of the channel tube, the tube cleaning brush could not be inserted. Due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to the wear of the angle wire, the play of the up/down knob was out of the standard value. The bending section cover had a scratch. The adhesive on the bending section cover had a chip. The bending tube was deformed. The light guide lens had discoloration. The adhesive around the light guide lens was peeled. The nozzle had corrosion. The plastic distal end cover had a scratch. The connecting tube had a scratch. The objective lens had discoloration. The scope connector cover unit had a scratch. The forceps elevator lever has a scratch. The forceps elevator knob had a scratch. The connecting tube had discoloration. The up/down knob had a scratch. The right/left knob had a scratch. The switch box had a scratch. The scope cover had a scratch. The scope cylinder was shaved. The scope connector had a scratch. The universal cord had a scratch. Grip had a scratch. The control unit had discoloration. The control unit had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material was not removed due to the physical damage on the device, causing reprocessing issues. The foreign material appeared to be cellulose. The event can be prevented by following the instructions for use (IFU): the instruction manual gif-1200n operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif-1200n reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.